Event description:
In this case, edwards received information that this bioprosthetic valve, implanted approximately five (5) years, was explanted due to unknown reasons. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: it was identified, through review of source documentation provided, that the patient had this bioprosthetic valve explanted due aortic stenosis. No other details were provided. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event cannot be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.